Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display autofill error. The iabp was changed to another one and therapy was able to continue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and could not duplicate the failure. The stm performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display autofill error. The iabp was changed to another one and therapy was able to continue. There was no harm or injury to the patient and no adverse event was reported